Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced various instrument parts and flushed the flow path. The customer has had no further issues. The investigation determined the event was consistent with a maintenance issue, however, the specific cause of the event could not be determined.

Manufacturer narrative:
The c501 module serial number was (B)(6) . On 05-mar-2024 the field service engineer (fse) completed instrument performance testing and an ise check. Qc was acceptable. The fse returned to the customer site and replaced the sample probe and various parts of the rinsing station. Precision testing was acceptable. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for na electrode (na) on a cobas 6000 c501 module. On (B)(6) 2024 patient 1 initial result was 70.0 mmol/l. The repeat result was 139.0 mmol/l. On (B)(6) 2024 patient 2 initial result was 91 mmol/l. The repeat result was 137 mmol/l.